Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into station and followed the steps as per knowledge article "bioid lumidigm update package 1.3 release for es ¿ failure recovery fix". Further the tss completed verification post reinstall. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identification scanner was not working properly. After upgrade, user tried to login, but issue remains the same. There were no adverse events or injuries reported based on this event.